Event description:
It was reported that a patient presented with non-maskable interrupt-related reset and software related reset noted on the patient's implantable cardioverter defibrillator. The software reset was resolved through programming changes, and the non-maskable interrupt reset was able to resolve itself. No adverse patient consequences were reported.